Event description:
The user facility reported during the procedure the cutter stopped cutting. They opened another pack to complete the surgery with no issues.

Manufacturer narrative:
Evaluation completed. One 25ga vitrectomy cutter was returned in a plastic biohazard zip lock bag alone with a bl5425w pack label from lot v2629. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was fluid in the lines. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and the cutter aspirated, as it should. This cutter passes functional testing. The cause of the bent needle cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable.